Event description:
The customer stated that the architect analyzer had visible smoke coming from it. The customer switched off the power and found that the stat antenna board was burned. There were no other parts burned on the analyzer the stat antenna was replaced and the lls test passed. There was no personal injury, impact to patient management, or facility damage reported. No additional employee information was provided

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, a visual review of the instrument, and a review of device history. The customer observed visible smoke coming from the architect i2000sr, serial number (sn) (B)(4), and powered the unit off. The field service engineer (fse) identified the source of the smoke was from the lls antenna, rv 1-2 and stat (part number 7-78595-02). No errors were produced by the architect i2000sr. The lls antenna, rv 1-2 and stat (part number 7-78595-02) was replaced by the fse and the unit functioned as intended. A review of the service history for sn (B)(4) identified no additional service or complaint tickets related to a burning lls antenna, rv 1-2 and stat. There were also no trends for tickets with replacements of the lls antenna, rv 1-2 and stat. The architect isystem service and support manual (96211-127) provides adequate information for troubleshooting, removal, and replacement of the lls antenna, rv 1-2 and stat. The architect system operations manual (201837-110) also provides adequate information regarding electrical hazards. Based upon the results of the investigation, there is no indication of a deficiency of the lls antenna, rv 1-2 and stat (part number 7-78595-02); however, there is sufficient evidence to reasonably suggest a malfunction of the lls antenna, rv 1-2 and stat occurred.

Manufacturer narrative:
(B)(4). An evaluation is in porcess. A follow-up report will be submitted when the evaluation is complete.